Event description:
It has been reported to philips that when the peddle is pressed, it is not screening. The patient was moved to another room to complete the procedure. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had down and cannot be able to produce fluoro. Fse replaced the converter 1 and done tube adaptation but issue persists. Upon functional testing fse replaced kvma board and done the tube adaptation. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.